Manufacturer narrative:
All operating currents are within specification. Insulin pump passed displacement test and self test. No blank display noted. However corroded electronic assembly noted during visual inspection. Insulin pump received with cracked case on display window corners, minor scratches on lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It is reported that a customer's insulin pump had moisture and water behind the lcd screen by moisture after he went into spa with his insulin pump on. The patient's blood glucose level was at 425 mg/dl. After the pump's battery was changed, the lcd screen shows that the battery life shows low. The customer was informed that the pump must be replaced. The customer was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. No further information was provided.